Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "high flow cannula had holes in the tubing, there for was not delivering sufficient flo to the patient". Alleged issue reported detected during a patient use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample involved in the reported complaint was not returned for evaluation; therefore, the complaint could not be confirmed. In the current manufacturing procedure 100% leak testing is conducted at the assembly area; therefore, any defects would be detected prior to release from the manufacturing facility. As the actual sample was not returned, ten samples of the same catalog number were selected from current production at the manufacturing facility. A visual exam was performed and no defects were observed. In addition, the samples were leak tested and no issues were detected. It is possible that this defect occurred due to mishandling of the product. The failure was reported during use on a patient. The tube must be soft and flexible in order to meet the hfnc oxygen therapy and user requirement; thus it is prone to tears and pin holes when it is over pulled and stretched. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur.

Event description:
Customer complaint alleges "high flow cannula had holes in the tubing, there for was not delivering sufficient flo to the patient". Alleged issue reported detected during a patient use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".